Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned with the blue split cannula. The device has both t1 and t2 anchors attached to the needle. The actuator has been depressed against the foam insert. The suture is still attached to the anchors. The distal tip of the needle has debris inside. The needle is bent in a horizontal direction. A functional evaluation revealed the t1 anchor could not be deployed as the debris in front of the anchor is blocking the way. T2 could be pushed with the actuator into the back of t1. With more pressure applied the debris pushed out. T1 could then be deployed without hesitation and then t2 could be deployed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy, the t2 deployment failed after t1 deployment. The procedure was completed with the backup device with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.